Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level were 500 mg/dl, 516 mg/dl, 530 mg/dl and 256 mg/dl. Customer was treated with syringe. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.